Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Catalog # : 1407de, serial #: (B)(4), exp. Date: 04/30/2017, mfg. Date: 04302016.

Event description:
It was reported by the vad coordinator that during the wet test the controller sounded an "electrical fault" alarm when the driveline extension cable was connected to the pump. The controller was exchanged but the "electrical fault" alarms continued. When the reporter arrived to the operating room the vad coordinator demonstrated the "electrical fault" alarm by manipulating the pump connector slightly. The surgical staff decided to exchange to the back up. The back up pump successfully passed the wet test and was implanted without issue. No further information was provided.

Manufacturer narrative:
(B)(4): method - analysis of data log(s) (B)(4); manufacturing review (B)(4); actual device not evaluated (B)(4). Results - no failure detected (B)(4). Conclusion - device not returned (B)(4). Catalog # : 1407de, serial #: (B)(4), exp. Date: 04/30/2017, mfg. Date: 04/30/2016, method - analysis of data log(s) (B)(4); manufacturing review (B)(4); actual device not evaluated (B)(4). Results - no failure detected (B)(4). Conclusion - device not returned (B)(4). Hvad pump (B)(4) and driveline extension cables (B)(4) were returned to heartware for evaluation; two controllers were not returned. Review of the manufacturing records revealed that the associated controllers met specifications prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned pump and extension cables (B)(4) in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple electrical fault alarms on the reported event date. Analysis of the pump revealed that the device passed visual inspection, functional testing and dimensional verification. Additionally, the extension cables (B)(4) passed visual inspection and functional testing. During functional testing, the two driveline extension cables were connected to the system and no anomalies were detected. The connection between the pump and the driveline extension cables was manipulated and the reported event could not be replicated. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause of the reported electrical fault alarms may be attributed to an improper connection between the driveline extension cable and the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.